Event description:
Procedure performed: laparoscopic cholecystectomy event description: [hospital] event date: 30sep2024 model #: ca500 lot #: 1521474 on the first attempt to clip the bile duct, the clip began to scissor and a couple of clips fell out. The surgeon completed the case by opening a new ca500. There was no injury to the patient. ***additional information provided by account manager [name] via email on 08oct2024*** the surgeon did not skeletonize with clip in the jaws. It began spitting them when he tried to preload. Intervention: surgeon opened another ca500 and resumed surgery. Patient status: no injury to patient.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as all clips loaded and closed properly and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: [hospital], event date: 30sep2024, model #: ca500, lot #: 1521474. On the first attempt to clip the bile duct, the clip began to scissor and a couple of clips fell out. The surgeon completed the case by opening a new ca500. There was no injury to the patient. Additional information provided by account manager [name] via email on 08oct2024. The surgeon did not skeletonize with clip in the jaws. It began spitting them when he tried to preload. Intervention: surgeon opened another ca500 and resumed surgery. Patient status: no injury to patient.